Event description:
The svc report shows the customer alleged an intermittent audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified that the alarm was intermittent with manipulation of the alarm. The npb cse inspected the device and replaced the alarm and power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.